Manufacturer narrative:
One used device was evaluated. Testing found the device leaked. This was due to a cut in the tubing.

Event description:
The customer contact report a leak; subsequently, blood loss was noted. In 2009, the device was inserted in the pt during an unspecified surgical procedure in the operating room setting. The device was being used to measure the pt's hemodynamics. Two days later, it was reported that "blood was dripping from the catheter at the 86cm mark". The amount of blood loss was unspecified. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.